Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment medwatch report# (B)(4).

Event description:
Medwatch# (B)(4) received which states; describe the event or problem: during outpatient cardiac catheterization procedure, tip of guidewire coiled and got stuck in the proximal (obtuse marginal) om calcification and unable to take out. During attempt by provider to remove, the guidewire broke at the tip which was lodged into the proximal circumflex. No further intervention. The rest of the wire was able to be removed. Patient was admitted for monitoring and discharged. What was the original intended procedure?: percutaneous coronary intervention (pci) what problem did the user have (check all that apply): device failed (e.g. Broke, couldn't get it to work or stopped working). Is this a laboratory device or laboratory test? [No]. Other information about the patient that may have influenced the outcome of the event: calcification in vessel.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. A conclusive cause for the reported difficulties cannot be determined; however, the subsequent patient effect appears to be related to the operational context of the procedure. It was reported that during the procedure the guide wire tip sustained damage and encountered difficulty during removal. During removal the guide wire tip separated. The separated portion of the wire remains within the anatomy. Factors that may contribute to tip damage during use include, but are not limited to, interaction with challenging anatomy, interaction with accessory devices, or excessive force applied to device. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported tip damage. Additionally, it is likely that the tip damage impacted the wires maneuverability, contributing the to reported difficulty during removal. Manipulation of the wire when difficulty was encountered likely contributed to the reported material separation; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.